Event description:
A report of stent flaring was noticed after removing a cypher 2.5 x 18mm sds from the pt through the guide catheter. There was no reported pt injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
The pt's demographics were unk. The target lesion was located at the proximal/mid left anterior descending artery (lad). The vessel was moderately calcified but not tortuous. There was 90% stenosis. A percutaneous coronary intervention was conducted to treat the target lesion. Two guide-wires were inserted in the main branch of the lad. One wire was advanced to the diagonal branch and the other wire to the distal lad. The physician wanted to deliver both cyphers by the parallel wire technique. The first cypher, a 2.5 x 18mm, was successfully implanted at the mid area of the lad. And then, while trying to advance a second cypher, a 2.5 x 18mm, in order overlap the proximal end of the 1st cypher, the physician felt friction prior to reaching the target lesion and removed the sds. The physician suspected the cypher became stuck with the guide-wire that was inserted in the diagonal branch so he retrieved that guide-wire. The physician tried again to deliver the cypher to the target lesion, but still felt friction and could not advance the sds further. Therefore, the physician removed the sds from the pt and confirmed that the stent was flared. Ultimately a new cypher (same size and different lot number) was delivered and implanted instead successfully. The physician's comment: because the 1st cypher and the 2nd cypher were using the same size and he did not feel large resistance, the physician suspected the defect (possible crossing profile issue) of the cypher. Additional info will be submitted 30 days upon receipt.